Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010 an aus was implanted. On (B)(6) 2011, it was reported: "event date: unk. Event description: pump activated itself, pt attended emergency dept where it was de-activated. He returned home and it re-activated again. Pt decided to catheterize himself and perforated his urethra. He attended ER again. Action taken to resolve: removed. Pt outcome: pt currently has a superpubic catheter in place." It is unk if the entire device was removed or if certain components were removed. Ams has requested additional info.